Event description:
Tubing from the cell-dyn ruby closed mode needle to the sample valve was snagged. When the cell-dyn operator adjusted the tubing for correct positioning, fluid sprayed at her from a hole in the tubing. The operator was sprayed on her eyelid. The operator was wearing glasses but she was looking over the glasses and quickly closed her eye so that the eye itself was protected. Only the eyelid was sprayed. No medical intervention was performed and there was no adverse impact to the operator. No additional information on the operator was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A product evaluation was performed. A review of historical data did not identify a similar issue. A review of complaint tickets where the tubing was the likely cause was performed with no additional complaints found. A review of the cell-dyn ruby system operator's manual, revision d, was performed and found the product labeling adequately addresses handling and exposure to potentially infectious materials. Based on the available information no product deficiency of the cell-dyn ruby analyzer, serial number (B)(4) was identified.